Event description:
The customer reported that the gas damper on an allegra x-22 failed well outside of the documented warranty period. As a result of the failure, the door of the centrifuge fell on the hand of a user. The door weighs approximately ten pounds. The user did not seek medical attention. There was no death or serious injury associated or attributed to this event.

Manufacturer narrative:
Service was dispatched and the gas damper of the instrument was replaced by a field service engineer. After repair the instrument was confirmed to be operational and placed back into service.